Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with the infusion set as it started leaking from the quick release portion, which had been in use for 4 days. There was no stress or pull on the infusion set tubing and the quick release needle was intact. No further information available.